Manufacturer narrative:
The reported event that tip of the device was bent was confirmed through the visual inspection. It was observed that the tip was deformed. Any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
It was reported that during a procedure conducted at the user facility the tip of the device was bent. No impact to the patient or procedural delays were reported with this event.

Event description:
It was reported that during a procedure conducted at the user facility the tip of the device was bent. No impact to the patient or procedural delays were reported with this event.